Manufacturer narrative:
Product analysis: the reported issue of liquid quality control fail was not verified during field service. The field service technician found error codes in the error log and found the x and y timing belts needed to be replaced. The issue was resolved by replacing the x and y timing belts. Preventive maintenance was performed per specifications. Conclusion: the complaint was not confirmed for the hms plus instrument failing liquid quality controls (qcs) and failing "internal qcs". The reported liquid qc failure was not verified during service. The service technician found error codes in the error log and found the x and y timing belts needed to be replaced. The issue was resolved by replacing the x and y timing belts. No patient/clinical safety issues reported. Trends for issues with this instrument are monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the instrument failed liquid quality controls (qc's) and more recently also failed "internal" qc's. The instrument was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Additional information was received stating that the customer was asked if they meant electronic quality controls (eqc's) and they were unsure. The service technician stated that there were no errors in the error log that pertained to the reported qc fails. The service technician has not been contacted by the customer post-service reporting any further concerns about the instrument failing the qc¿s.